Event description:
The patient contacted animas on (B)(4) 2012 and reported that ok keypad button was intermittently unresponsive. The patient denied damage to the keypad and noted the symbols were worn off. The patient reportedly wore the pump in a case attached to a belt and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 2 [date of submission (B)(4) 2012]-device evaluation: unrelated to the event the vibration function was not working. The vibration motor pins were found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok and contrast buttons had intermittent response and required increasing force to evoke a response. The up arrow and down arrow buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.